Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a sensor glucose of 64 mg/dl and a confirmatory fingerstick of 53 mg/dl; the event occurred hours after a meal announcement that the user believed was appropriate, and it was treated with oral glucose including candy and three 4 g glucose tablets. Symptoms included hypoglycemia and confusion/disorientation. Outcomes included medication intervention with oral glucose; no surgical intervention occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.